Manufacturer narrative:
Additional information for the pump evaluation summary: there was slight corrosion on gear 3. After partially wiping off some of the residue on the upper shaft of gear 2, there was shaft wear seen on gear 2.

Event description:
It was reported an alarm was heard, but telemetry did not confirm the alarm. The pump logs were checked. The patient thought her pump was alarming a single tone and it was reported the patient was having withdrawal symptoms. An audible alarm test was done and the patient identified the non-critical alarm. The manufacturer representative (rep) confirmed she did not get any pop up warning upon interrogating the pump and confirmed there was no option to silence alarms in the bells tab. The patient was asked to keep a log of when she heard the alarm. The last time the patient heard the alarm was a 7:00 on the date of this report. There was also concern over the patient¿s high dose. The patient¿s symptoms began on (B)(6) 2014, but an alarm could not be confirmed from interrogation. It was further reported due to the patient¿s report of withdrawal the healthcare provider (hcp) was scheduling a dye study on (B)(6) 2014. It was noted during the catheter study, no cerebrospinal fluid (csf) could be aspirated and the pump rotor turned appropriately on (B)(6) 2014. The patient had not heard the alarm since seen on (B)(6) 2014. The pump and catheter were replaced on (B)(6) 2014. The pump was being used to deliver dilaudid. Patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. Should additional information be received the event will be updated.

Manufacturer narrative:
Interrogation of the device revealed it contained dilaudid, bupivacaine, and baclofen.

Manufacturer narrative:
Analysis of the catheter/sc connector found a non-significant indent in the seal that did not affect infusion. Analysis of the pump revealed a pump/motor/gear train anomaly and corrosion and/or wear and/or lubrication as well as s1 shaft wear and no lubrication.

Manufacturer narrative:
It was previously reported there was ¿s1 shaft wear and no lubrication.¿ this statement no longer applies and has been updated. Updated analysis of the pump determined there was corrosion and or/wear and/or lubrication and a stall due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.